Manufacturer narrative:
Other relevant device(s) are: product ID: 9733808, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for outside of a procedure. It was reported that the software became unresponsive when loading exams. After ten minutes, the exams did show up. There was no patient present at the time of the event.